Manufacturer narrative:
B3: date of event is estimated. The unit received a reported oxygen error, which was confirmed through the data log shows 02 low. Internal low (46%) and external 02 reading servomex (74%). The issue was caused by contaminated zeolite, indicating that the zeolite absorbed excessive moisture. Filter frames are dirty due to dust. Lower housing mount damage due to compressor vibration. Housing replaced cosmetics issue.

Event description:
It was reported that when the patient was visited by a home healthcare service, the workers noted that the device was not producing enough oxygen as it should and the patient was also experiencing shortness of breath. As a result, the patient was sent to the hospital and received a backup concentrator. It was noted that the patient was hospitalized at the time due to an unrelated uti. Patient has since left the hospital and received a replacement device as well.